Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, and due to correction. Updated fields: d8, h2, h3, h6, h11. Corrected fields: d2a: common device name, d4: expiration date, e1: email null. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the pin, loose color ring, shifted lens, component failure of the lens, and component failure of the ring. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: component failure of the pin. In regard to the newly identified malfunctions, the color ring was loose due to a component failure of the ring, and the lens shifted due to a component failure of the lens. As for the other identified malfunctions, a root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1,e2 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for the rigid scope, the lens positioning pin has come off. The issue was found during inspection for use. There were no reports of patient harm.